Event description:
Pt presented to the ER with severe hypotension and bradycardia. Diagnosed with acute mi. Emergently taken to the cath lab, whereby pt coded during the procedure. An intra-aortic balloon pump was inserted. The following morning, a cath lab radiology tech was trouble shooting the balloon pump due to a timing issue. He injected approx 15 ml of air into the arterial port. The pt immediately had a change in mental status with posture like movements and would no longer follow commands. A neurologist was immediately consulted.